Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced left sided deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
Device evaluation completed on april 03, 2021: during the visual analysis of the returned sample sal smooth rnd diap 375cc a tear was noted on the anterior view near the valve. A microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patient underwent bilateral replacements as follow: left replaced with cat#: 3501660, sn#: (B)(6), and right replace with cat#: 3501660, sn#: (B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 04, 2021 additional information received indicated that the date of explantation changed to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).